Event description:
It was reported to baxter that a reconstitution device was observed to be leaking. The customer reports that this device is used to mix angiomac with 50ml of saline. The problem was noted during use however there is no report of patient injury, involvement or medical intervention. Additional information is unavailable.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.